Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced hyperglycemic event on (B)(6) 2026. Blood glucose level was 355mg/dl at the time of the event and patient took insulin pump to resolve the issue.